Event description:
It was reported that during implant, device exhibited crosstalk. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.